Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. In the month prior to the receipt of this report, the patient was hospitalized for the event. The cause of the peritonitis event was unknown. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient was recovering from peritonitis. Six days after admission to the hospital, the patient was discharged. On an unreported date, the patient was switched to hemodialysis (hd) therapy. Additional information was not available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter extension line. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).